Manufacturer narrative:
At this time, the product has not been returned. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to a code 1003, indicative for voltage too low for remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. The patient underwent surgical intervention to replace the ICD. No additional adverse patient effects were reported. The device is not expected to return.

Manufacturer narrative:
Product is not expected to return as it remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a fault code 1003, indicative for voltage too low for remaining capacity. This device remains in service. A safe replacement interval calculation was completed. No adverse patient effects were reported.